Event description:
Staff set the curlin 6000 pump to run continuously at 250 ml/hr for a total volume of 50 ml. When the pump alarmed "infusion complete", staff recorded the volume of sterile water which was 45.5 ml in the graduated cylinder.

Manufacturer narrative:
Pump has been serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy tests were performed and showed that pump failed out of specification (+/-5%). Pump was calibrated to resolve the issue.